Event description:
The user facility reported to baxter that the device failed to alarm, downstream occlusion, as expected during incoming bio-medical inspection testing. There was no pt involvement.

Manufacturer narrative:
Baxter's eval concluded that the reported condition, failure to alarm downstream occlusion, was unable to be confirmed. The device was tested per procedure and found to be within specification. The pump's pressure/down stream occlusion recorder was 29.8psi. The recommended specification is 22 - 10 psi. The device was tested per procedure and released for clinical use to the customer on 02/03/2008.